Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found on the first distal row; stent struts were lifted and pulled proximally. The bumper tip appeared damaged as product mandrel was pushed up too far on the tip, when mandrel was removed it showed tip damage to the distal edge of tip. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The non totally occluded, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. After pre-dilation was performed, a 2.50x38mm promus element¿ plus drug-eluting stent was advanced to cover the mid-distal part of the artery. However, the stent could not negotiated up to the distal part with proper guiding catheter and wire support. When the device was removed, it was noted that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The non totally occluded, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. After pre-dilation was performed, a 2.50x38mm promus element(tm) plus drug-eluting stent was advanced to cover the mid-distal part of the artery. However, the stent could not negotiated up to the distal part with proper guiding catheter and wire support. When the device was removed, it was noted that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.